Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device failed to attach. There was no harm caused to the patient and no intervention required. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy has been performed prior to the bravo procedure and the esophagus appeared to be normal. This bravo user has been using this procedure for one month. The delivery system and capsule be returned to given. Another capsule was placed successfully during the procedure.